Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2004.according to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient underwent some mesh removal at a later date (date unknown). The patient condition is reported to be "fine." All other information is unknown and unavailable.